Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data did show that the device was switched to "lead" view by the user. Once the device was in this view, the device was unable to detect a valid impedance through leads and did not display an ECG signal. However, when the device lead view was switched back from lead 1 view to the pads view, the ECG had a clear signal shown. This is not an indication of a device malfunction; the user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 93-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.